Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Staff doesn¿t know or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Yes. If staples did deployed into tissue were they formed in the proper closed b-formation? Staff says it have fired and there was loose staples.

Event description:
It was reported that, ¿surgeon was performing a laparoscopic appendectomy on patient- during use of endo gia stapler with vascular staple load staples failed to fire completely. Another staple load was opened which fired completely.¿ there was no patient consequence reported.

Manufacturer narrative:
Product complaint #(B)(4). Batch # p5893e. Investigation summary: the analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.